Event description:
Surgeons and multiple scrub techs have complained about the safety and quality of the new scannable surgicount raytecs safety sponges. The glue which adhere the barcode to the raytec often seeps through many layers and when separated, the raytec frays. These little fibers could easily be retained inside the wound because they do separate easily when pulled at.